Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected in raynham site. The complaint can be confirmed. The device was received inside the alleged damaged packaging. It was observed that the side of the thermoformed blister that is closest to the proximal end of the barrel burr was breached, and a circular portion seemed to have been punched off. Extensive root cause analysis from past investigations has revealed that this type of failure can occur when the device experiences a high drop on the observed damaged end. The occurrence rate of this failure was compared against the risk management documents and found to be within acceptable limits. At this point, no further action is warranted.

Manufacturer narrative:
Initial reporter is a mitek sales representative. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from mitek (B)(4) reports an event as follows: it was reported that the device packaging had a hole in one end and, therefore, could not be used because it was not sterile. This was found as the product was removed from the box of five (5) blades. No other products in the box were affected. The procedure was completed with a second device with no patient harm. This was spotted pre-operatively and it was a shoulder arthroscopy case. There was no delay to the case as another blade was used from the box. This report is for an omnicut 4.2 res blade. This is report 1 of 1 for (B)(4).